Event description:
It was reported that during preparation, the clip was unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. The returned device analysis revealed the lock line (ll) was wrapped around the l-lock shaft.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported inability to open the clip. Additionally, it was observed that the lock line was tied (material deformation) around the l-lock shaft. Based on the information reviewed and the analysis of the returned device, the reported inability to open the clip appears to be related to the lock line tied around the l-lock shaft. The reported material deformation (tied lock line) appears to be related to a potential product quality issue; therefore, this complaint was initiated an exception (issue) 132935 to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Abbott will continue to trend the performance of these devices.